Manufacturer narrative:
The ge representative conducted an on site investigation. The left monitor was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the left monitor on the 9900 system would stay bland and not display an image during fluoroscopic x-ray. No patient injury was reported.